Manufacturer narrative:
The customer was contacted for the return of the suspect device. The customer has responded and indicated that the issue has been resolved by placing the rechargable battery back in the unit. The unit is now working and the device will not be returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up and the device failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.